Manufacturer narrative:
This report is for an unknown dhs lag screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: talmaç, m.a. Et al (2019), examining implant superiority in the treatment of simple pertrochanteric fractures of the proximal femur in elderly patients, ulus travma acil cerrahi derg, vol. 25 (4), pages 410-416 (turkey). The aim of this retrospective clinical study is to compare the clinical and radiological results of pfna with those of dhs and pccp for simple pertrochanteric fractures. Between january 2011 to december 2016, a total of 203 patients were included in the study. Surgery was performed using dhs in 68 patients, pfna from a competitor in 73 patients, and another competitor's device in 62 patients. These patients were included in the first analysis. A total of 125 patients (62 male and 63 female) with a mean age of 72±5.3 years were included in the second analysis. 45 patients were in the pfna, 42 in the dhs, and 38 in the competitor's group. Patients in both groups were followed up in the 6th week, 3rd month, 6th month, 9th month, and 1st year postoperatively. The following complications were reported as follows: dhs group: 12 patients in dhs group died at 1 year postoperative. 22 patients were the total deaths in dhs group. 1 patient had a periprosthetic fracture. 6 patients had limb length discrepancy (>25mm). 2 patients had a malunion. 1 patient had a nonunion. 3 patients had heterotopic ossification. 1 patient had implant failure. 1 patient had a wound infection. 4 patients underwent reoperation. 20 patients had an acceptable quality of reduction. 5 patients had screw cut-out. This report is for an unknown synthes dhs lag screw. It captures the reported screw cut-out. This is report 2 of 2 for complaint (B)(4).